Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a female patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the thread breaks very easily, being impossible to operate with it. There were no adverse patient consequences reported. No additional information will be provided.